Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted when the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the medium-large clip applier instrument would not fire clips. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken input disk. Failure analysis found the primary failure of instrument input disks broken to be related to the customer reported complaint. Input disk # 7 was found broken inside of the plastic housing and detached causing the instrument the grip cables to be very loose and to not fire the clips. The missing piece of the input disk was returned with the instrument by the costumer. Instrument was installed on in-house system and failed the engagement test. Additional findings found during the visual inspection, when removing the plastic housing at the proximal end, we found input disk # 6 to be cracked as well. Also, we found excess of residues on the clamping pulleys. Common causes of the failure mode residue instrument clamping pulleys are attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint was confirmed by failure analysis.